Manufacturer narrative:
This report has been identified as a b. Braun (B)(4) internal report #(B)(4). A historical review of the customer complaint database, revealed no adverse quality trends identified during the for item #573112 or lot #rew0191. One used sample without packaging was returned for evaluation. The sample and all available information have been forwarded to the actual manufacturer, bard access systems, for further evaluation. When the manufacturer's evaluation is complete, a follow up report will be filed.

Event description:
As reported by the user facility reported through medwatch: "nurse was discontinuing huber from port catheter. The needle sheared from the device. Needle left in port catheter. The needle and catheter were removed and there were no untoward patient effects." Medwatch 4401610000-2012-8007.